Manufacturer narrative:
The device has not been returned for analysis and the lot number was not available to review the batch records. Based on this info, no further info can be performed at this time. If we receive the device or additional info, a supplemental report will be completed. A biocompatibility letter was provided to the customer, as requested.

Event description:
It was reported by the customer that during a biopsy procedure, the marker was deployed and the tip sheared off.